Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is complete.

Event description:
It was reported that the patient had multiple pump stops on (B)(6) 2021. The patient had an external driveline repair on (B)(6) 2016. The patient was noted to be a poor historian so there was no information regarding what the patient was doing at the time of the pump stops. Log file analysis captured pump stop events on battery power on (B)(6) 2021 and again on (B)(6) 2021. It was reported on (B)(6) 2021 that the patient did not have enough driveline length left for another repair to be performed. It was additionally reported on (B)(6) 2021 that a phase to phase short was confirmed for the patient. The patient was not a surgical candidate and was discharged home to hospice as a result.

Manufacturer narrative:
Manufacturer's investigation conclusion: evaluation of the patient¿s submitted log files confirmed pump stop events and low speed operation events. Based on past experience with the hmii lvas and similar reported events, these findings could be indicative of an issue with the driveline; however, a specific cause for these events could not be conclusively determined through this evaluation. The submitted log files contained identical data from (B)(6) 2021 to (B)(6) 2021. The log file captured low speed operation events and pump stoppages on (B)(6) 2021 between 12:37:06 to 12:37:26, 15:08:03 to 15:08:07, and 15:11:11 to 15:11:22. The log file also recorded low speed operation and pump stop events on (B)(6) 2021 between 21:06:36 to 21:06:38. The pump regained speed between events and after the final event for the remaining duration of the log file. The log file recorded low speed alarms and low flow alarms during the abnormal pump operation. The patient was operating on 14v batteries during all abnormal pump operation. Based on previous complaint experience, the type of behavior captured within the submitted log files is indicative of a potential driveline issue resulting from a phase to phase short. The account reported that the patient experienced pump stops. The patient reportedly had a previous driveline repair and did not have room for another external repair. The patient was reportedly not a surgical candidate and was discharged home on hospice. The patient remains ongoing on ventricular assist device (vad) support. The device history records were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate ii lvas IFU is currently available. The section entitled pump performance monitoring¿ under patient care and management covers wear and tear to the driveline. The IFU warns that at least one power cable must be connected to a power source at all times. Section 7 ¿alarms and troubleshooting¿ describes all alarm conditions as well as the appropriate actions associated with them. Patient handbook is also available. This handbook contains a section on "caring for the driveline." However, all heartmate ii lvad drivelines have the potential for wire/shield breakdown to occur dependent upon length of use and patient handling. The ¿alarms and troubleshooting¿ section outlines all system controller alarms as well as how to respond to such events. No further information provided. The manufacturer is closing the file on this event.